Event description:
I began having an unexplained cough. I thought it may have been related to mask use during covid because I still have it, but I wear a mask while working. I just learnt today that the cough may be due to a recall, so I registered my CPAP with philips as it is a unit that is affected and was instructed to complete this form if I had any of the reported side effects. FDA safety report ID # (B)(4).